Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was intermittently failed. A field service engineer inspected the drawer assembly and was unable to duplicate the customer reported issue. Replaced the controller board, cable arm retractor, and drawer sensor. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es to access a pain medication, the device indicated a failed drawer. The nurse attempted to recover the failed drawer; however, the device then stated that the drawer required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.